Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for an unknown indication for use. On (B)(6) 2016, it was reported that the pump's critical alarm was occurring as a result of an empty pump. The rep did not have a physician programmer with which to further interrogate the pump. The patient had informed the caller that the pump was planned to be explanted soon. The rep did not have any further information on the patient, the pump, or the healthcare provider as the patient had recently moved into their territory. No patient symptoms were reported.

Event description:
Information was received from a patient via a manufacturing representative regarding a patient who was receiving saline. The patient's indication for use was non-malignant pain. A pump alarm was heard and telemetry had not yet been performed, there was no physician programmer, they were planning to shut the pump off. They had a physician managing the pump but now the patient had not established with a new physician due to a move. The previous physician wrote a prescription to turn the pump to off state and she was wondering if she could use that to program the pump to off state. It was discussed that programming and updating the pump requires a health care professional hcp to do that. They were unsure as to why the pump was alarming and were unsure if the status of the pump had been checked. The patients managing physician was in (B)(6) and patient would need to go back to (B)(6) to get it taken care of. A primary care physician in (B)(6) would likely help with shutting the pump off as it would be out of saline in the next couple of weeks. Reportedly, the manufacturing representative was notified of the event on this report date, other co-workers were initially involved and were aware of this event prior to this report date. There were no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.